Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Evaluation summary: customer report of stenosis was confirmed through observed calcification. Report of pvl could not be confirmed through visual observations. X-ray demonstrated metal band was bent inward around leaflets 1 and 2, heavy calcification on leaflets 1 and 3, and moderate calcification on leaflet 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect and 6mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue overgrowth fused leaflets 2 and 3 by approximately 3mm at commissure 3 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut around leaflet 1. Wireform was exposed on commissure 1 and 2. Multiple sutures remained attached to the sewing ring around the valve.

Event description:
Edwards received notification that a valve model 3300tfx27mm was explanted from the aortic position after an implant duration of three (3) years and ten (10) months due to calcification and host tissue overgrowth leading to stenosis. Reportedly the valve also presented with perivalvular leak (grade ii-iii). A 27mm non-edwards valve was implanted in replacement. This case involved a patient with bicuspid aortic native valve who was (B)(6) at the time of implantation.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5 and h6 (health effect - clinical code).

Event description:
Edwards received notification that a valve model 3300tfx27mm was explanted from the aortic position after an implant duration of three (3) years and ten (10) months due to calcification and host tissue overgrowth leading to stenosis. Reportedly the valve also presented with perivalvular leak (grade ii iii). The patient presented with minor symptoms (shortness of breath). A 27mm non-edwards valve was implanted in replacement. The patient had a good recovery and was discharged a few days post surgery. This case involved a patient with bicuspid aortic native valve who was 19 years old at the time of implantation.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc), mechanical stress related to the valve hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including age at implant and native bicuspid aortic valve.